Event description:
It was reported that the physician had "their share of granulomas at their facility, but they were not related to baclofen." The physician had seen volume discrepancies increase each refill on patients that had granulomas. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had 'another granuloma' at the t11 and t12 tip of the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product typ catheter. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter.

Manufacturer narrative:
Correction/removal reporting numbers: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1151-2008, z-1152-2008, z-1153-2008, z-1154-2008. It is unclear which number applies, because the device model number is unknown.